Event description:
It was reported that the patient was referred for revision due to feeling a tingling sensation with stimulation and that it doesn't feel good. It was noted that the patient recently fell down the stairs and this is the believed cause of the pain. It was noted that diagnostics were normal and the referral for revision was to preclude serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent generator replacement. The suspect device has not been received by manufacturer to date.